Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced possible premature battery depletion. It was noted that the patient received 70 appropriate shocks over the device lifetime. The device was explanted and replaced. No patient complications have been reported as a result of this event.